Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, pn unknown, ln unknown. Unknown head, pn unknown, ln unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a total hip arthroplasty. Subsequently, the patient underwent a revision due to liner wear. The polyethylene liner and femoral head were removed and replaced. No further information is available